Event description:
Call received stating patient noted that the inside of her pouch was wet. Husband states that he can see fluid between inner bag and cassette and also fluid leaking on outside of cassette. He has changed out cassette and this one appears to be running w/o problem. States wife is having no symptoms. Husband confirms patient is on a running pump. Husband states he does have the packaging and cassette and lot is 266x17.